Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. Balloon leak could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted. Therefore this complaint is not confirmed.

Event description:
The balloon leaked and the catheter fell out of the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon leaked and the catheter fell out of the patient. The patient's condition was reported as fine.